Event description:
Information received indicates the siderail cannot be raised or latched.

Manufacturer narrative:
The technician found both end posts damaged and both gap stops torn and twisted keeping the rail from moving. He replaced the end posts and gap stops to repair the stretcher.